Event description:
(B)(4) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with severe tricuspid regurgitation (tr) grade 3 with myxomatous leaflets and quadricuspid (2 posterior leaflets) anatomy. The first triclip (tcds0303-xtw, 30926r1025) was successfully delivered and deployed on the anterior-septal leaflets. Following, the triclip detached from the septal leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). A second triclip (tcds0303-xtw, 30926r1027) advanced. Reportedly, while positioning, there was minimal contact with the first implanted triclip. There was no damage observed due to this contact. The triclip successfully grasped the anterior-septal leaflets with good visualization of leaflet insertion. While removing the lock line, this triclip also detached from the septal leaflet, while remaining attached to the anterior leaflet, an slda. Both clips remained stable on the anterior leaflet. It was decided to abort the procedure and to not attempt another clip. There were no additional complications. The tr had increased to grade 4 post-procedure. On (B)(6) 2025, the patient was hospitalized. The two previously implanted mitraclips remained attached to the anterior leaflet. Severe tr along with atrial flutter (pre-existing condition) were noted. Cardioversion was performed treating the atrial flutter and the patient converted to sinus rhythm. Following, a transcatheter tricuspid valve was placed, using a non-abbott valve. The tr had been reduced to trace. The event resolved without sequela, and the patient was discharged with orders to re-start previously prescribed anticoagulation medications along with aspirin. The patient will continue to be monitored. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment resulting in tricuspid valve insufficiency/regurgitation appears to be related to patient conditions (myxomatous leaflets and quadricuspid (2 posterior leaflets) anatomy). Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The additional triclip device mentioned in b5 and d10 is filed under a separate medwatch report number. The device remains implanted. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed to report the first single leaflet device attachment. The treatment occurred following device approval in the united states. Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with severe tricuspid regurgitation (tr) grade 3 with myxomatous leaflets and quadricuspid (2 posterior leaflets) anatomy. The first triclip was successfully delivered and deployed on the anterior-septal leaflets. Following, the triclip detached from the septal leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). A second triclip advanced. Reportedly, while positioning, there was minimal contact with the first implanted triclip. There was no damage observed due to this contact. The triclip successfully grasped the anterior-septal leaflets with good visualization of leaflet insertion. While removing the lock line, this triclip also detached from the septal leaflet, while remaining attached to the anterior leaflet, an slda. Both clips remained stable on the anterior leaflet. It was decided to abort the procedure and to not attempt another clip. There were no additional complications. The tr had increased to grade 4 post-procedure. On (B)(6) 2025, the patient was hospitalized. The two previously implanted mitraclips remained attached to the anterior leaflet. Severe tr along with atrial flutter (pre-existing condition) were noted. Cardioversion was performed treating the atrial flutter and the patient converted to sinus rhythm. Following, a transcatheter tricuspid valve was placed, using a non-abbott valve. The tr had been reduced to trace. The event resolved without sequela, and the patient was discharged with orders to re-start previously prescribed anticoagulation medications along with aspirin. The patient will continue to be monitored.